Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported that the buttons on the insulin pump are malfunctioning. Customer stated some of the buttons are doing the functions that other buttons are supposed to. The b button was turning on the backlight. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No additional information was provided.